Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer obtained a higher sensor reading compared to how they felt. The customer became confused and lost consciousness, then was taken to the hospital via ambulance. A healthcare meter reading of 30 mg/dl, diagnosed with hypoglycemia, and treated with glucose infusion. There was no report of death or permanent injury associated with this event.